Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1). (B)(6) 2012: the patient had unspecified injuries related to a defect in the ventralight st (device #1) and underwent revision surgery. The patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2). The patient is making a claim for an adverse patient outcome against the two (2) ventralight st (device #1 and device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1). (B)(6) 2012: the patient had unspecified injuries related to a defect in the ventralight st (device #1) and underwent revision surgery. The patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2). The patient is making a claim for an adverse patient outcome against the two (2) ventralight st (device #1 and device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device 1). Per op notes, ¿a small skin incision was made in the subxiphoid area to the superior aspect of hernia and the previous midline incision. The midline hernias were identified with a few adhesions. A ventralight st mesh (device 1) was placed and secured with sutures and tacks into the abdominal wall.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralight st with echo ps (device 2). Per op notes, ¿a small transverse incision was made. Adhesions of the omentum and bowel to the anterior abdominal wall and previous mesh (device 1) were noted and taken down. The right lateral aspect of the mesh had come loose from the abdominal wall and bowel was able to sneak up superficial to the mesh and to the previous site of the hernia. A ventralight st with echo ps (device 2) was placed where the old mesh had torn loose in a longitudinal fashion and tacked up to the abdominal wall with tack. Some mesh that extended up superiorly over the liver and tacked well and port site was closed with suture.¿ (B)(6) 2016 - patient was diagnosed with chronic non-healing wound thereby underwent open repair. Per op notes, ¿a splayed scar with a central open area at the level of abdominoplasty incision was identified. A vertical midline incision was made and an elliptical incision to include all the splayed skin. The entire scar was excised. The exposed suture was excised. The wound was closed and secured with suture.¿ (B)(6) 2017 - patient was diagnosed with wound infection thereby underwent open repair with incision and debridement of abdominal wound and vac placement. Per op notes, ¿a transverse incision at the midline location was made. Seroma fluid was aspirated. The incision was extended and noted the wound tunnels both to the right and the left. Some gelatinous/fibrinous debris was sharply debrided.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2011) is considered to be the best estimate. This supplemental emdr represents the ventralight st mesh (device 1). An additional supplemental emdr was submitted to represent the ventralight st with echo ps (device 2). Updated fields: a2, b2, b4, b5, b7, d1, d3, d4 (product catalog no., expiry date, corporate lot no., UDI), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.